Event description:
I have the essure birth control. I have extreme pain in the places where the devices have been implanted. Along with dizziness, back pain, chronic head aches, stomach sickness. It has been an ongoing issue for 6 months.